Event description:
It was reported that an arteriotomy closure of a mildly calcified superficial femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly, the device got stuck and separated at the guide. The distal portion was retrieved with a snare device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified superficial femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly, the device got stuck and separated at the guide. The distal portion was retrieved with a snare device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Additional information: returned device analysis identified a posterior foot detachment. Follow-up with the account confirmed they were aware of the foot detachment. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break and foot break was confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. It should be noted the electronic proglide instructions for use (IFU) states: ¿do not use the perclose proglide smc if the puncture site is located in the superficial femoral artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or acute vessel closure.¿ the violation likely did not contribute to the reported difficulties. The reported difficulties and subsequent treatments are due to the circumstances of the procedure and appear to be related to an interaction with patient anatomy /calcium and/or the incorrect angle of insertion of the device during deployment contributing to the reported guide break which likely resulted in the foot break and entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number and expiration date. H4: manufacturing date.